Manufacturer narrative:
(B)(4) the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a solicited report by a baxter-employed nurse from (B)(6) of sterile peritonitis in a (B)(6) female patient coincident with extraneal viaflex and physioneal, unspecified product therapies. On an unreported date, the patient began extraneal viaflex, imported stock from (B)(6), physioneal (B)(4), and physioneal (B)(4), intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced peritonitis symptoms, which reportedly included cloudy effluent and abdominal pain. On (B)(6) 2011, the patient began treatment with cefazoline (125 mg/l daily, route not reported) and ceftazidime (125 mg/l daily, route not reported). The events of cloudy effluent and abdominal pain were ongoing and improved. Extraneal and physioneal therapies were ongoing. The reporting nurse did not provide an assessment of causality for the events of cloudy effluent and abdominal pain. Follow up information ((B)(6) 2011): follow up information was provided by the nurse. Adverse events of cloudy effluent and abdominal pain were amended to sterile peritonitis. Suspect product batch numbers for extraneal viaflex, physioneal (B)(4) and physioneal(B)(4) therapies were added. Adverse event details, laboratory data, event outcome and reporter causality were added or revised. On (B)(6) 2011, the event of sterile peritonitis had resolved. The nurse considered the event of sterile peritonitis to be related to extraneal viaflex and physioneal, unspecified product therapies.